Event description:
It was reported impedance readings were >10000 ohms on all electrodes. After changing the reference electrode only contact 0 showed >10000 ohms. The patient was getting good therapy results. Electrode 0 was not being used. A note was made in the patient record for future reference.

Manufacturer narrative:
(B) (4).